Event description:
A caller reported a malfunction identified as code 0 on their pump, indicating an issue with the device. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the reset process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support if any further issues arose.